Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on 07/08/2015 to report their receiver displayed the initializing screen without manual restart on (B)(6) 2015. Patient's father did not report any injury or medical intervention.